Event description:
It was reported that during stent deployment procedure, the proximal end of the stent allegedly had difficult to expand. It was further reported that physician turn off the shaft and inserted to deploy the stent correctly. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available, and images demonstrating stent or delivery system were not provided. The alleged issue could not be re produced which led to an inconclusive evaluation result. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4(expiry date: 09/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that during stent deployment procedure, the proximal end of the stent allegedly had difficult to expand. It was further reported that physician turn off the shaft and inserted to deploy the stent correctly. There was no reported patient injury.